Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal pain upper ("stomach pain"), ovarian cyst ("ovarian cysts"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, abdominal pain upper, ovarian cyst, headache and weight increased outcome was unknown. The reporter considered abdominal pain upper, fatigue, headache, medical device removal, ovarian cyst and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal pain upper ("stomach pain"), ovarian cyst ("ovarian cysts"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, abdominal pain upper, ovarian cyst, headache and weight increased outcome was unknown. The reporter considered abdominal pain upper, fatigue, headache, medical device removal, ovarian cyst and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 27-jan-2020: social media received. Event "medical device removal" added. Case becomes serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.